Event description:
It was reported that there was damage to the pump housing surrounding the usb port, affecting the customer's ability to charge the pump. There was no reported impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted. Technical support arranged for the pump to be replaced, confirmed the shipping address, and provided instructions for storing and returning the pump.